Manufacturer narrative:
Additional information was received. The reported ischemic event was clarified to be an ECG change. The patient did not experience a stroke. A corrected MDR is being submitted. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, as reported, valve under-sizing and the malposition of the valve were likely contributing factors for the valve embolization.

Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke, valve malposition and embolization are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the patient¿s age and female gender, in addition to the mechanism described above, are likely contributing factors for the stroke. As reported, valve under-sizing and the malposition of the valve were likely contributing factors for the valve embolization.

Event description:
As reported by our affiliates in (B)(4), approximately 15 years post implant of a 29mm hancock surgical valve in the mitral position, a 26mm sapien xt valve was implanted. The valve was deployed with additional inflation volume and landed in a too atrial position. Mild to moderate pvl was seen with tee. Approximately 5 hours later, the patient had an ischemic event and the valve was observed on x-ray to have embolized into the left atrium. Both previous valves were removed and a new surgical valve was implanted. At the time of the report the patient was stable. The embolization was attributed to possible valve under-sizing and the malposition of the valve. The surgical valve was degenerated and possibly damaged with severe mitral insufficiency.